Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It is reported "the nursing staff asked the treating physician to evaluate the central venous catheter because it showed secretion and had no stitches. The nurse from the evening shift was present and mentioned that the catheter would be checked to assess the secretion and if a reference stitch was missing, with the support of the nurse, she began to uncover the patch and when she saw that another fellow resident approached to support the patient, she removed the patch covering the catheter, where fibrin was observed at the insertion point and the presence of a single stitch. When mobilizing the patch, it is observed that the catheter can easily come out, so, without completely removing the patch, it is covered again and another nursing staff is told that they can help to place a new patch, later we are informed that the catheter came out of place and it is commented that no one told the nursing staff that the patient or catheter was going to be checked so they could prepare the equipment." It is unknown if the device was pulled out by the patient. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Event description:
It is reported "the nursing staff asked the treating physician to evaluate the central venous catheter because it showed secretion and had no stitches. The nurse from the evening shift was present and mentioned that the catheter would be checked to assess the secretion and if a reference stitch was missing, with the support of the nurse, she began to uncover the patch and when she saw that another fellow resident approached to support the patient, she removed the patch covering the catheter, where fibrin was observed at the insertion point and the presence of a single stitch. When mobilizing the patch, it is observed that the catheter can easily come out, so, without completely removing the patch, it is covered again and another nursing staff is told that they can help to place a new patch, later we are informed that the catheter came out of place and it is commented that no one told the nursing staff that the patient or catheter was going to be checked so they could prepare the equipment." It is unknown if the device was pulled out by the patient. There was no patient harm or injury. The patient's current condition is reported as "fine".